Event description:
It was reported that during an endoscopic vein harvesting procedure, the balloon would not stay inflated, leaked. Another device was used to complete the procedure. No pt effect has been reported.

Manufacturer narrative:
Investigation details: the investigation was completed, and it was found out that the stem of the check valve was misaligned within the inflation luer fitting. Complaint is confirmed for balloon would not stay inflated. The mfg personnel will be notified.